Event description:
Abbott diabetes care received an ansm user report which reported the following information: a reporter stated that a abbott diabetes care (adc) device received significant underestimations of blood glucose levels compared to capillary test and venous blood glucose levels, which led to incorrect therapeutic decisions. It is unknown whether the customer noted a trend arrow on the device. The reporter was alerted by the increase in notifications of hypoglycemia without any associated clinical signs. To substantiate these concerns, we implemented a rigorous observation protocol on a cohort of customers for one week. The blood samples taken for fasting blood glucose levels in the laboratory. The results from the adc device were systematically lower. The differences observed are reportedly significant, ranging from 0.10 g/l to 1.00 g/l. The laboratory (venous) results consistently confirmed the reliability of traditional capillary readers, effectively invalidating the data provided by the adc device. The use of the adc device has led to serious complications in the management of their customers. Based on the adc device data, the customers received adjusted insulin doses and treatments incorrectly and potentially worsening the metabolic status of customers over several months. The customers, alerted by ¿false¿ hypoglycemia (especially at night), underwent unnecessary re-sugaring, which led to severe reactive hyperglycemia the following morning. It was noted that the repeated alarms caused fragmented sleep and increased anxiety in the customers and their loved ones, delayed diabetes management, and exposed customers to the risk of long-term complications. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to ansm. The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided, therefore no DHR review is possible. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.